Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during post operation check, the right ventricular lead exhibited loss of capture and loss of sensing. It was noted that the lead had dislodged. On (B)(6) 2018, the lead was explanted and replaced. The patient was in stable condition.